Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed button error. Customer changed the battery and the buttons are still not working. Blood glucose value is unknown. Nothing further reported.